Manufacturer narrative:
This is an initial report. An investigation is in process, a final report will be submitted when the investigation is complete.

Event description:
The customer stated with the use of a new clinical chemistry creatinine reagent pack, discrepant pt results were generated on the architect c8000 analyzer. Creatinine results of 107 and 164 umol/l were generated on a pt sample. No impact to pt management was reported.